Event description:
During a ureteroscopy and stent exchange the laser fiber was broken on being pulled out of the sheath just before being used for the patient.

Event description:
During a ureteroscopy and stent exchange the laser fiber was broken on being pulled out of the sheath just before being used for the patient.